Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and the helix of the lead was extrinsically bent. The exposed right ventricular defibrillation coil became extrinsically distorted due to pulling/stretching/overstress. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. The helix of the lead had an out of specification analysis result for extension/retraction due to greater than indicated number of turns to extend. Visual analysis of the lead indicated damage at implant. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an attempted implant, the right ventricular (rv) lead helix would not extend even after multiple attempts. A different lead was implanted. No patient complications have been reported as a result of this event.